Event description:
The customer reported that she changed the reservoir the day before, and put new insulin, but in the morning the glucose meter was reading 295mg/dl. She entered 26 grams for breakfast and hours later her blood glucose still was the same. The caller mentioned that the insulin pump alarmed motor error. Troubleshooting was performed, and the drive support cap appears to be normal. Assisted the customer to run the displacement and self test and they passed. However, the high pressure test was performed and the test failed twice. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.

Manufacturer narrative:
The insulin pump passed all functional test, including prime, displacement, rewind, basic occlusion, occlusion, and excessive no delivery alarm test. Motor passed motor test.